Event description:
Pt had surgery for partial colon resection and small bowel resection. Discharge from hospital. The next day returned to hospital for complaint of severe abdominal pain, nausea and vomiting underwent surgery to repair ileocolic and small bowel anastomosis, construction of ileotransverse colon anastomosis. They had developed peritonitis due to anastomotic leak.